Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. The pump has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that a physician felt the pt's pump was not working properly post a replacement procedure. The pt was experiencing an increase in muscle tone/spasticity. A rotor study was not performed. The pump was explanted and replaced, and the physician was inquiring on MFR analysis results. The pt had recovered from the procedure without sequela. Per telemetry strips, the drug administered via the pump was compounded baclofen with a concentration of 4,000.0 mcg/ml. Add'l info will be provided in a f/u report as it becomes available.